Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at the electronic assembly. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump had minor scratched lcd window, cracked case at the display window corners, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 207 mg/dl. Customer was walking and pump hit the floor about 2 weeks ago. Customer was advised to insert new aaa alkaline battery and display did not return. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated the pump fell on the floor and no visible damage. Customer was advised to perform a self-test and test failed. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.